Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to the left middle cerebral artery, an enterprise2 4mmx23mm intracranial stent (encr402312, 8129991) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31028204) could not pass through the microcatheter (mc). The stent was unable to advance or be withdrawn, then the physician removed the microcatheter and stent from patient and switched to new devices to complete the surgery. Additional information received on 09-nov-2023 indicated that the device was not torqued. There was no evidence of physical material within the device. Other devices were not used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. There were no procedural delays due to the event. A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the involved enterprise system was noted to be inserted in the received device. No damages were observed. Then, the prowler select plus microcatheter was flushed using a lab sample syringe, and the enterprise mas moved forward. However, strong resistance was felt. The enterprise system was retracted and it was able to be removed. After that, a lab sample enterprise system was inserted. The system could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The lab sample enterprise system could pass through the entire length of the microcatheter without significant resistance, even through the microcatheter tip. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent obstructed conditions from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. A manufacturing record evaluation was performed for the finished device 31028204 number, and no non-conformances related to the malfunction were identified. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization to the left middle cerebral artery, an enterprise2 4mmx23mm intracranial stent (encr402312, 8129991) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31028204) could not pass through the microcatheter (mc). The stent was unable to advance or be withdrawn, then the physician removed the microcatheter and stent from patient and switched to new devices to complete the surgery. Additional information received on 09-nov-2023 indicated that the device was not torqued. There was no evidence of physical material within the device. Other devices were not used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00833.